Event description:
Bristle head/round part of brush head fell out [device breakage]. No adverse event [no adverse event]. Case description: a male consumer reported that while using on oral-b rechargeable toothbrush, the bristle head/round part of the oral-b brushhead, fell out in his mouth. No symptoms developed.

Manufacturer narrative:
Reporter returned 1 brush head. Eval in progress.